Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that additional stent implanted occurred due to stent positioning issue. The target lesion was located in an arteriovenous fistula. A 14x60x120 epic stent catheter was advanced for treatment. However, during procedure, the stent jumped above 10mm to the cephalic vein. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was severely tortuous and mildly calcified.

Event description:
It was reported that stent migration occurred. The target lesion was located in an arteriovenous fistula. A 14x60x120 epic stent catheter was advanced for treatment. However, during procedure, the stent jumped above 10mm to the cephalic vein. The procedure was completed with another of the same device. No patient complications were reported.